Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-nine (39) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The affected quantity of the leaking 2000ml eva tpn bags was at least thirty-nine (39) units. The device was manufactured between 28jun2019 and 30jun2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.